Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that arterial tearing was observed two days post leadless implantable pulse generator (ipg) implant. An external com pression device was used to treat the affected groin area. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that arterial tearing was observed at the introducer site two days post leadless implantable pulse generator (ipg) implant. An external compression device was used to treat the affected groin area. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.